Event description:
Complainant alleged that while attempting to treat a pt, the device inappropriately displayed an "attach pads" message. Complainant indicated that the clinician obtained another device to continue treating the same pt. The similar event from the same customer was reported on medwatch report 3023750-2010-01169. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device has not been received for eval, and this complaint is still under investigation.